Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the craniotome device had a drilled tip. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the foot end tip of the craniotome device was drilled out. The device was evaluated and the complaint was confirmed. It was determined that the cause of this condition was too much lateral force be applied causing the cutter to come into contact with the neuro tip. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly